Event description:
During use of the mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. Manual compression was used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
Additional information to include from section e phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the balloon ruptured. There was no patient injury. Manual compression was used to achieve hemostasis. The vcd storage temperature did not exceed 25 °c. The mynx vcd was prepped according to the instruction for use (IFU) instructions. No other information was provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position and exposed to blood. The syringe was disconnected. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2115301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 5 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.